Event description:
It was reported that the user experienced difficulty unlocking the ilet device, with no visible screen cracks or led damage observed, and the device successfully unlocked to initiate a firmware update during troubleshooting. Symptoms included no reported adverse clinical effects. Outcomes included no impact on the user¿s health and no need for medical care. Investigation included customer interview and software/firmware review and update. Investigation of this case revealed the device functioned after the firmware update and no hardware damage was identified. It was concluded that the issue was resolved through software update and that no device malfunction resulting in patient harm occurred.